Event description:
I was using a smartdrive and the controller turned on without me using the dial. It made me and my wheelchair run into a wall in a parking garage. Other times it has happened without injury. It also turns on and off randomly without my input. I have to turn the smartdrive off at the source because the controller doesn't work properly. I have had two controllers and both had same problems. It has caused me to run into curbs or not be able to start or stop while crossing streets. It is incredibly dangerous. Ref report: mw5165379.